Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the us of a break in aseptic technique and peritonitis acquired by a home patient (hp) coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis and was discharged on (B)(6) 2012. Treatment was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.